Manufacturer narrative:
The immucor laboratory tested the retention product on 04feb2015 which subsequently performed as expected.

Event description:
On (B)(6) 2015, a customer reported an unexpected weak positive result when using anti-c (monoclonal) series 1 with tube testing methodology.